Manufacturer narrative:
Based on the available info, this even is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Tow (2) loose plain tracheostomy tubes received on (B)(4) 2011 and was tested on (B)(4) 2011. Results are as follows: the products were sterilized. Based on the work order (B)(4) as printed on the pack, the related batch record was retrieved for review. After close examination of the product, it was confirmed the plain tracheostomy tube contained inside the pack did not correspond to the unit pack markings. It is concluded that based on the findings, complaint was confirmed as per returned samples and documentation review. Related personnel will be informed and appropriate corrective action will be taken to prevent future occurrences. Reported to the FDA on 05/12/2014. Convatec will continue to track and monitor such complaints according to convatec's complaint handling and CAPA procedures. Note: this MDR is being reported as a result of a retrospective review of complaints conducted by convatec for complaints received from 05/01/2011-09/30/2013.

Event description:
Details of the complaint are as follows: " on the package it printed i.d 7.0, however, after the medical staff opened the wrapper, it printed i.d 7.5 on the product."